Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. As a result of the 1270 error code, a review of the device's event history log was unable to be performed. Functional testing was conducted. Upon review, the reported problem was duplicated. It was determined that the batteries are a possible root cause. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3 unknown

Event description:
It was reported that the device exhibited error 1270. There was known patient involvement.